Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level or how they addressed the low bg level. The suspected cause was due to the customer¿s personal profile requiring adjustments. The customer also reported that they had a seizure because of the low bg level. The customer was with their healthcare provider at the time of the low bg, and emergency medical services (ems) were called, but the seizure and low bg resolved, and no services were provided. The customer¿s healthcare provider (hcp) updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.